Manufacturer narrative:
The returned flexmasters 6/100 25mm 030 have been analyzed. The first file is actually broken in the active part (uncertain conditions). The three others files are not damaged (not broken). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). The maillefer batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a flexmaster file broke during use. The outcome of the event is unknown as of this MDR evaluation.